Event description:
Britesmile laser created a long burn on lower lip. The laser treatment was performed in a dental office by a tech. The burn was obvious 4-6 hrs later and lead to significant pain and impairment of mouth. Six days later rptr still has ulcerations. Rptr had at least 3 full sloughs of the burned area. Rptr was seen at their request, by the dentist the day after treatment.